Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was inoperable, and displayed a "pressure regulation high" message (1009). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was inoperable. During troubleshooting, it was reported that a "pressure regulation high" message (1009) was recorded in the event log. The customer verified that the proximal and machine tubing were connected properly. The customer would perform a performance verification test (pvt), and depending on the results, additional servicing may be performed. The customer was provided with the part number for a replacement data acquisition (da) board, and motor control (mc) board. The investigation is ongoing.